Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead with stylet still inserted was returned and evaluated. The helix was partially extended with dried blood/body fluid in the helix housing and neck region. X-ray showed the inner conductor coil was fractured at the distal end of the terminal pin. The etfe sleeve was torn apart with a clockwise twist at the site of fracture. Analysis concluded the fracture most likely resulted from torsion overload while extending the helix. The lead design coupled with procedural factors may have contributed to the inability to extend the helix and subsequent fracture. No damage was noted at the lead tip that would have contributed to the reported dislodgement.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Rotating no more than 10 turns slightly faster than one rotation per second, the lead helix was noted to not extend into the tissue when using the provided fixation tool causing the lead to dislodge prior to pocket closure. The physician extracted and replaced the lead without consequence. No adverse patient effects were reported. This lead was never in service.